Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully released, and blocking could not be performed properly. The vascular sheath introducer did not lock against the handle assembly, and no audible click was heard. After withdrawal of the device, it was found that the plug was partially on the delivery rod. There was no reported patient injury. The device was used after an interventional procedure with a retrograde approach was used. The device was used to seal the femoral artery puncture after surgery. The operator was trained on the device, and the exoseal vcd was stored and prepared according to its instructions for use. There were no visible signs of damage to the device or packaging before use. The femoral artery¿s suitability, including the vascular sheath introducer's insertion angle (30¿45 degrees), was verified by angiography, and the vessel diameter was confirmed to be at least 5mm. No visible calcium or plaque was present at the puncture site, but there was a stent near it. There was no stenosis greater than 50% near the puncture site, and the target femoral site had not been closed with any device or manual compression within 30 days prior. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. A non-cordis sheath was utilized. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd, nor was there any resistance or friction experienced during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and the exoseal vcd and sheath were retracted together until the indicator window turned solid black. There were no issues or damage with the deployment lever. When the device was removed, the indicator wire loop did not show any anomalies. The device was not deployed outside the patient's body. The patient's post-procedure status was good. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3a, a4, b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully released, and blocking could not be performed properly. The vascular sheath introducer did not lock against the handle assembly, and no audible click was heard. After withdrawal of the device, it was found that the plug was partially in the delivery rod. There was no reported patient injury. The device was used after an interventional procedure with a retrograde approach was used. The device was used to seal the femoral artery puncture after surgery. The operator was trained on the device, and the exoseal vcd was stored and prepared according to its instructions for use (IFU). There were no visible signs of damage to the device or packaging before use. The femoral artery¿s suitability, including the vascular sheath introducer's insertion angle (30¿45 degrees), was verified by angiography, and the vessel diameter was confirmed to be at least 5mm. No visible calcium or plaque was present at the puncture site, but there was a stent near it. There was no stenosis greater than 50% near the puncture site, and the target femoral site had not been closed with any device or manual compression within 30 days prior. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. A non-cordis sheath was utilized. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd, nor was there any resistance or friction experienced during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and the exoseal vcd and sheath were retracted together until the indicator window turned solid black. There were no issues or damage with the deployment lever. When the device was removed, the indicator wire loop did not show any anomalies. The device was not deployed outside the patient's body. The patient's post-procedure status was good. A non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was in the depressed position and the guard was locked. The plug was not returned for evaluation, and the indicator wire was found in the retracted position. A non-cordis catheter sheath introducer (csi) was returned inserted onto the unit. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual analysis. A functional evaluation could not be performed, as the unit was received in a fully deployed condition. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. No abnormal conditions were identified during this analysis. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as the plug was fully deployed from the device and not received for analysis. Also, the reported events of ¿vascular closure device (vcd)-locking difficulty-with csi¿ and ¿vascular closure device (vcd )-no audible click¿ were not observed as the device was received with the procedural sheath locked on the device, and cowling was already locked into the handle. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported partial deployment of the plug, especially since there were no anomalies noted with the returned device and the plug was fully deployed. However, procedural/handling factors are possible. Additionally, it is not possible to determine what factors may have contributed to the reported locking difficulty with the csi and the reported absence of an audible click when connecting the cowling to the handle. Since the device was received with the csi already locked onto the unit and the cowling already locked into the handle, functional analysis could not be performed to the received unit. However, procedural/handling factors possibly contributed to these issues experienced as well since there were no anomalies noted. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully released, and blocking could not be performed properly. After withdrawal of the device, it was found that the plug was partially on the delivery rod. There was no reported patient injury. The device was used after an interventional procedure. The device was used to seal the femoral artery puncture after surgery. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.